Event description:
Customer's mother reported that on (B)(6) 2013 the test did not start on customer's adc blood glucose after a sample was applied to a test strip inserted into it. Caller further reported customer was feeling bad, had a stomachache and was shaking. Caller reported she administered 17 units of "neuvorapid" (novorapid insulin). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report. Note: per additional information received, customer was using meter s/n (B)(4).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The serial number of the meter involved in this complaint is unknown, therefore the date of manufacture in unknown. All pertinent information available to abbott diabetes care has been submitted.